Event description:
It was reported that pump displayed malfunction code 12 on pump, and no notable events occurred before this issue. There was no adverse impact to the customer's blood glucose level. Technical support explained the meaning of malfunction, provided pump reset instructions, assisted caller in successfully resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed caller to call back if malfunction alarm appeared again, which caller acknowledged and understood.